Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physicain trained in the use of the starclose se performed arteriotomy closure of a scarred left common femoral artery after an atherectomy procedure. Reportedly, the clip was deployed and hemostasis was achieved. Post procedure, the patient got up to go to the bathroom when bleeding from the access site occurred. The bleeding was not pulsatile and the physician stated it was a subcutaneous bleed. Manual compression was applied. There was no adverse patient sequela. Though requested, additional information was not provided.